Event description:
As reported by the distributor in (B)(6) on (B)(6) 2012, a pt of unk age and gender presented for a hemodialysis treatment. A leak was noted at the juncture of the catheter shaft and the extension leg bifurcate of the hemodialysis catheter. The hemodialysis catheter was replace with another new of the same device without complication. There was no report of harm or injury to the pt due to this product problem. It was reported that the device involved in the event was disposed of and is not available for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident was disposed of by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.